Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose. Customer's blood glucose value was 49 mg/dl at the time of the incident. The customer was at 245 mg/dl at the time of the call. The customer did not mention how they treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed for the low. The customer reported sensor issues including calibration alarms and sensor glucose versus blood glucose differences. The customer also had highs that they treated or with pump boluses. The customer believes the pump is under delivering, but the pump passed troubleshooting. The insulin pump will not be returned for analysis.